Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked 7 times and the device exhibited high out of range shock impedance measurements. Technical services (ts) recommended clearing the fault and evaluating the crt-d and lead system integrity as well as to consider lead system replacement. No adverse patient events were reported. This lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked 7 times and the device exhibited high out of range shock impedance measurements. Technical services (ts) recommended clearing the fault and evaluating the crt-d and lead system integrity as well as to consider lead system replacement. No adverse patient events were reported. This lead remains in service. Additional information was received that this patient is being scheduled for a lead explant and replacement. No adverse patient events were reported. This lead remains in service. Additional information was received that this rv lead also exhibited high thresholds in addition to the previously reported allegations. This rv lead was subsequently explanted and retained by the facility. Other than the surgical procedure, no additional adverse patient effects were reported.